Manufacturer narrative:
Reported event premature battery depletion was not confirmed. As received device was at end of life (eol) level and was programmed to auto settings. When auto settings are enabled device will adjust its pacing output based on patient requirement which can cause change in longevity and battery measurement values. Telemetry and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.